Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
It was reported that the pt had their neurostimulator explanted due to the need to have an MRI. No pt injuries were reported.